Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet experienced a brief low glucose while asleep, was awakened by the system indicating it was paired, and contacted support; the agent guided the user to review device alarms and confirmed a short hypoglycemic event with recovery trending back to target, with user education provided and a blood glucose questionnaire completed. Symptoms included hypoglycemia of 70 mg/dl. Outcomes included no hospitalization, no medical intervention beyond self-management, and return toward normal glucose range. Investigation included review of available device alarms and user-reported data. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear. It was concluded that the event was consistent with hypoglycemia of undetermined cause and that the device functioned as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.